Event description:
Event description cpi received information a patient with this bipolar lead experienced an event which required an invasive procedure to perform an pericardial window. During this invasive procedure, the physician inadvertently damaged the lead. The physcian elected to replace the lead.